Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2007 - repair of ventral hernia with composix kugel hernia patch. On (B)(6) 2009 - incision and drainage of abdominal wall abscess, removal of abdominal wall mesh, repair of recurrent hernia with allograft.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on a review of the provided medical records, the pt had a ventral hernia repaired with a composix kugel mesh on (B)(6) 2007. The operative report for a procedure on (B)(6) 2009 states that about five or six months earlier, the pt was lifting something heavy at work when he felt a pulling and tearing sensation and later developed pain and some swelling. A CT scan showed a small recurrent hernia and a fluid collection in the anterior abdominal wall. During that procedure, purulent material was identified and sent to pathology for culture and gram stains. A sample of the mesh was also reported to have been submitted. No pathology reports regarding those samples were included in the provided medical records. The mesh was explanted and noted to be grossly intact. An allograft was used to complete the repair. Currently, it is unknown whether the device may have contributed to the alleged event. The medical records provided did not include pathology reports identifying infection, nor did they indicate that the mesh was responsible for the alleged adverse event. A mfg review was performed and did not show evidence of a mfg related issue. Additionally, no sample has been returned for eval. With the info available, no conclusion can be drawn.